Manufacturer narrative:
.

Event description:
It was reported that a revision was performed due to breakage.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation included a visual and macroscopic inspection of the device. From the analysis conducted during this investigation, it was concluded that the ths lag screw and synthes cortical screws fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the lag screw and cortical screws could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the lag screw and cortical screws bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material's strength, and/or poor bone quality. Additionally, cortical screws from another manufacturer were utilized in the diaphysis. The smith & nephew ths system was designed to accept smith & nephew cortical screws. The specific root cause of the failure is inconclusive.